Event description:
Saline in flush bag was running instead of chemo despite clamping earlier in the infusion. The clave was found to have malfunctioned and the internal mechanism did not reset and was depressed permanently allowing fluid flow.